Manufacturer narrative:
Additional information: it was reported to abbott that the surgeon performed an enhancement procedure for the patient on (B)(6) 2015.

Event description:
Physician reported one patient os had an over correction from (B)(6) 2014. He mentioned patient had pannus in both eyes and he decreased his diameter of the flap. He stated some bleeding while rinsing the flap on (B)(6) 2014. He also mentioned he had to lift the flap day after surgery due to blood under the flap one day post op ucva (uncorrected visual acuity) left eye 20/200 and no bcva (best corrected visual acuity) taken. Preop bcva 20/20

Manufacturer narrative:
(B)(4). The clinic reported the event to clinical development manager during a courtesy call to observe technicians on first gas change of premix and helium. Answered all questions and no problems found. Physician states patient felt vision is getting better on (B)(6) 2014 visit. No ucva (uncorrected visual acuity) from left eye recorded from (B)(6) post op visit, bcva (best corrected visual acuity) 20/25 mr +2,75 -1.00 x 095. Physician started patient on muro 128 left eye four times a day. Patient seen (B)(6) 2014 ucva left 20/40 and mr +1.00 -0.75 x 150. Temperature was 65 and humidity was 40 today. All pertinent information available to abbott medical optics has been submitted. Placeholder.